Manufacturer narrative:
During an angioplasty, a 5x20 powerflex pro balloon catheter (bc) used ¿to insert a 6x20 stent did not inflate. The physician removed it and tried to inflate it outside the patient but it did not inflate. So he used another brand. There was no reported patient injury. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast to saline ratio was 2:3. An indeflator was used and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The balloon did not inflate at all. The device was returned for analysis. A non-sterile unit of a powerflex pro 5mm x 2cm 80cm bc was returned. Per visual analysis, no anomalies were noted. Per functional analysis a (lab sample) syringe filled with water was attached to the hub of device and it was successfully flushed. Neither resistance nor loose material was observed during flushing procedure. Then, a (lab sample) 0.035¿ emerald guide wire was inserted through the catheter wire lumen via the tip. Neither resistance nor obstruction was felt. Then, an indeflator device was attached to the inflation lumen and pressure applied. However, balloon would not inflate. Per dimensional analysis the od proximal seal was found within specification. Per microscopic analysis an obstruction in the inflation lumen was found the unit after cross-sectioning at the affected (occluded) area. Per ftir analysis both the control (body shaft) and the obstruction material have the same chemical composition. A failure mode reproduction was performed under special conditions and the failure mode was successfully duplicated. A device history record (DHR) review of lot 17259839 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta system- foreign material (peripheral)¿ was not confirmed through analysis of the returned device as it was concluded by ftir analysis that the body shaft of the catheter and the obstruction material are of the same chemical composition. The reported ¿pta catheters-balloon-inflation difficulty-unable to inflate¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. According to the instructions for use ¿attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Caution: do not apply positive or negative pressure to the balloon at this time.¿ the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. A risk assessment has been opened to further investigate this issue.

Manufacturer narrative:
A non-sterile unit of a powerflexpro 5mm2cm 80 was received for analysis coiled inside a plastic bag. Per visual analysis, no anomalies observed. Review of lot 17322899 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Functional analysis to inflate the balloon was intent to be performed with no success. A lab sample syringe filled with water was attached to the hub of the received powerflexpro 5mm2cm 80 and it was successfully flushed. Neither resistance nor loosen material/ matter was observed during flushing procedure. Then, as indicated, a lab sample .035¿ emerald guide wire was inserted thru the catheter wire lumen via tip. Neither resistance no obstruction felt. Then, an inflator/deflator device was attached to the inflation lumen of unit and pressure applied. However, balloon did not inflate. Dimensional analysis for od proximal seal was performed using the vernier as go ¿ no go at 1.88 mm, and the od proximal seal was found within specification since the od could be passed the 1.88 mm. Dimension spec of proximal seal outer diameter = 1.88 mm per procedure. In order to perform microscopic analysis, the unit was cross-sectioned at the affected (occluded) area and observed under microscope. An obstruction in the inflation lumen was found. Pet meeting was held in order to review the unit. Per pet review it was determinate to send the unit to analytical (ftir) test in order to determine the occlusion material. Ftir analysis was performed on the obstructed area of unit with the following results: based on the absorption bands observed in the ir spectra one can conclude that both the control (body shaft) and the obstruction material are having the same chemical composition. The power flex pro process was analyzed in order to identify the existing process controls implemented for the verification of the inflation lumen with the following results: based in the analysis of the process controls in power flex pro for verification in inflation lumen it can be determine that the inflation lumen is 100 % verified in five operations during the process, the possibility to not detect obstructions are completely improbable. However, even with all of the implemented controls, it was important to advise to operations about this particular case. The origin of the blocked inflation lumen remains unknown; nevertheless, the controls used in the process for the inspection of lumens are completely consistent. We do not discard the possibility for external agents that affects the catheter functionality, as guide wire compatibility or catheter handling. As part of the investigation the failure mode was trying to duplicate following the actual process and current process controls the failure can no be duplicate. The controls in the process are straight and the opportunity of not detecting obstructions is very unlikely. The reported failure by the customer as ¿pta catheters-balloon-inflation difficulty-unable to inflate¿ was confirmed. The balloon did not inflate due to inflation lumen obstruction found on unit. Nonetheless, per analytical analysis report and per the power flex pro process additional investigation performed on the power flex pro process line, the origin of the blocked inflation lumen remains unknown; nevertheless, the controls used in the process for the inspection of lumens are completely consistent. It is not discarded the possibility for external agents that affects the catheter functionality, as guide wire compatibility or catheter handling. Pet review concluded that as part of the investigation the failure mode was trying to duplicate following the actual process and current process controls. The failure can no be duplicate. The controls in the process are straight and the opportunity of not detecting obstructions is very unlikely. No corrective or preventive actions will be taken. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an angioplasty, a 5x20 powerflex balloon catheter used to insert a 6x20 stent did not inflate. The physician removed it and tried to inflate it outside the patient but it did not inflate. So he used another brand. Analysis of the returned device indicated an obstruction in the inflation lumen. There was no reported patient injury. The device will be returned for analysis. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media used was omnipaque-ge healthcare and the contrast to saline ratio was 2:3. An indeflator kit by (B)(4) was used and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The balloon did not inflate at all.